Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, as it was under warranty, and confirmed the shipping address. Since no backup insulin therapy was available, the customer was advised to contact their healthcare provider. Technical support provided instructions for returning the defective pump and for setting up and connecting the replacement pump. The customer understood and acknowledged the guidance provided.